Manufacturer narrative:
Section e1: reporter contact information was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event of right heart failure could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the right ventricular assist device (rvad) was removed due to ventricular recovery or withdrawal.